Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon found the harmonic aces instrument's head to be abnormal. The instrument was found to have the blade broken. The customer used a spare instrument to continue with the procedure. Fragments were reported to fall inside the patient and were retrieved from the body during the same procedure. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The issue occurred while grasping. The issue occurred about an hour after the surgery started. The surgeon does not remember any issues with the functionality of the instrument. The instrument did not collide with any other instruments or surfaces. The instrument and cannula was not removed. No resistance was felt upon the removal of the instrument through the cannula. No other damages were noted. The fragment was confirmed to be removed with endoscopic instruments and the assistant and nurse verified it. No additional surgical procedures were required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed with a backup instrument. It is not known if the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment was discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The instrument was found to have a blade broken. The blade broke at roughly 0.11¿ from the base. Broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the submitted image confirms the customer's alleged complaint. The instrument has a piece of detached blade. No conclusive determination can be made based on this analysis.